Event description:
Related manufacturer report number: 2017865-2022-48283. It was reported that a patient presented to clinic for follow up. Device interrogation revealed noise and p-wave amplitude variation on the right atrial (ra) lead. Chest x-ray was performed and revealed that the ra lead had dislodged. Before lead revision, device interrogation revealed high pacing impedance and no sensing or capture on the ra lead. The physician elected to explant and replace the ra lead. While suturing the pocket closed, the new ra lead p-waves had changed, and fluoroscopy revealed that the ra lead had dislodged. The physician elected to explant and replace the ra lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, p-wave amplitude variation, noise, failure to sense, failure to capture, and high pacing lead impedance. As received, a complete lead was returned in one piece for analysis. The reported events of p-wave amplitude variation, noise, failure to sense, failure to capture, and high pacing lead impedance were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The helix was found to be partially extended and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension was within specification.

Manufacturer narrative:
Correction: b3 - date of event updated to (B)(6) 2022, it was previously reported as (B)(6) 2022.